Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product that was used? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. Related event captured via: 2210968-2024-03990

Event description:
It was reported that an animal underwent an animal surgery on an unknown date in (B)(6) or (B)(6) of 2023 and suture was used. During the surgery, the needle came off, but the vet was able to feel it and that needle did not fall. No patient harm was reported. Additional information was requested.